Event description:
As the drain was being removed from the surgical site, it broke and required surgical intervention to remove the retained piece.

Manufacturer narrative:
Five days following a spinal fusion, the surgeon was attempting to remove the surgical drain. It was reported that the surgeon felt resistance, heard a snap and then the drain broke. The retained piece was surgically removed the following day and the patient's hospital stay was extended by one day. The sample was discarded and was not retained for evaluation. No photos or lot number were provided. The fractured ends of the drain were reported to have jagged edges. The risk manager at the facility reported that during their investigation, it was concluded that although not confirmed, they could not rule out the possibility that the drain may have been accidentally sutured in place or may have been caught on a piece of hardware or bone. A root cause has not been determined but in the event the drain had been sutured or caught on hardware, its integrity would have been compromised and this would have likely contributed to the reported incident.